Event description:
Procedure: appendectomy. Reportedly, patient was noted to be hemorrhaging twelve (12) hours post-operatively. A second operation was performed and staples were found opened in peritoneal cavity. The patient did not requre any transfusion.